Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a 30-year-old female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included cancer (nos). Previously administered products included for an unreported indication: labetalol, chlorthalidone, gabapentin, metformin, tresiba, cymbalta, trazodone, xanax and ritalin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general),'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia),') and menorrhagia ('abnormal bleeding (vaginal, menorrhagia),') in a (B)(6) female patient who had essure (batch no. 628443) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". The patient's medical history included cancer (nos). Previously administered products included for an unreported indication: labetalol, chlorthalidone, gabapentin, metformin, tresiba, cymbalta, trazodone, xanax and ritalin. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), gastrooesophageal reflux disease ("gastrointestinal or digestive system condition type: gerd"), vulvovaginal pain ("vaginal pain") and abdominal pain ("abdominal pain") and was found to have uterine leiomyoma ("reproductive system disorder or condition type of disorder or condition: fibroids"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, vaginal haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, vulvovaginal pain and abdominal pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, gastrooesophageal reflux disease, genital haemorrhage, menorrhagia, pelvic pain, uterine leiomyoma, vaginal haemorrhage and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 15-aug-2019: pfs received : case become incident. Unspecified event: injury to herself was updated to more specific events: abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), uterine leiomyoma, dysmenorrhea, dyspareunia, gerd, abdominal pain, vaginal pain, pelvic pain, device monitoring procedure not performed. Aka name added, reporter added, lot number added, patient demographic added, essure removal date added, product indication updated. Events onset date, events severity, historical drug, medical history added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.